Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product.

Event description:
A complaint was initiated for a patient who underwent a knee surgery on (B)(6) 2021. During the surgery, the surgeon chose to use a right side apex tibial tray on a left tibia. This was due to a deformity and the right side tray had better tibial coverage.